Event description:
Per the clinic, the patient experienced an infection at the implant site. The patient was hospitalized for administration with IV antibiotics for 2 weeks (specific date not reported). Subsequently, the device was explanted on (B)(6) 2025. Reimplantation is unknown.